Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and indicated a low telemetered battery voltage condition. Analysis of the device revealed high battery impedance.

Event description:
It was reported that the device had mode switched to vvi 65, and the patient felt "terrible." The parameters could not be reprogrammed. It was also noted that the device was implanted "only 4 years ago." Because the patient was on coumadin, device replacement had to be scheduled for the following week. The device was later returned with a report of premature battery depletion. It could not be reset from vvi 65. The patient was not pacemaker dependent, and no patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku